Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it no noticeable external damage. Auxiliary control unit watchdog auxiliary control unit watchdog was duplicated during start-up. Base not responding, could not be repeated, thinking the customer shutdown the pump before start-up was complete to cause the error. The root cause of the reported issue was not determined. Did not notice any external damage to the main board. Actions taken to mitigate the reported issue: replaced main board, also replaced speaker as a preventative measure.

Event description:
It was reported that auxiliary control unit watchdog and base not responding events occurred. No patient injury reported.